Manufacturer narrative:
This report is submitted on 22 january 2020.

Event description:
Per the clinic, the patient experienced a post-operative infection and was hospitalised for a duration of 3 days and administered with IV and oral antibiotics. The implanted device remains.